Event description:
It was reported that the patient had two revisions done. The implantable neurostimulator (ins) was stated to be working "very fine" after the initial implant. Some rigidity was reported, but no "shakes" were present. It was reported that the wires connected to the ins were "too tight" and the patient could not move their neck. The patient had their first revision on (B)(6) 2012. The morning following the revision, the patient's neck was "too tight" and the patient could not move their neck. It was unclear if this situation occurred before and after the revision, or just after. The second revision occurred on (B)(6) 2012. It was stated that the ins was "not working as well" after each revision. During the second revision, the healthcare professional moved the ins up. Additionally, it was noted that the patient was stuttering and "could not talk right" on the day of the report. Additional information was requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID, 37642 lot# serial# (B)(4), product type programmer, patient product ID, 37085-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID, 37085-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID, 3389s-40 lot# v772097, implanted: 2011 (B)(6), product type lead product ID, 3389s-40 lot# v772097, implanted: 2011 (B)(6), product type lead. (B)(4).

Event description:
Additional information received reported the patient received assistance from their healthcare provider (hcp) and their concerns were resolved. It was also stated however that the patient still had concerns about their device or therapy, but was working with their hcp. No further information was reported.

Manufacturer narrative:
(B)(4).